Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced diplopia and difficulty to reading. The surgeon was planned for the explant and clinical reason for the explant mentioned as wrong power astigmatism or wrong axis or lens rotation. Additional information has been requested.